Event description:
It was reported that the user announced a "usual" size meal after eating chicken pot pie and four small powdered donuts. Blood glucose (bg) subsequently rose to 245 mg/dl and later decreased to 140 mg/dl following system-driven correction. Symptoms included hyperglycemia and transient shaking hands. Outcomes included transient hyperglycemia that resolved without additional intervention and without medical care, alarms, or hospitalization. Investigation included a follow-up bg check and user education regarding carbohydrate load and reliance on the system¿s correction dosing. Investigation of this case revealed that the higher-than-usual carbohydrate intake likely led to the elevated glucose, and the device functioned as designed by delivering correction doses that returned glucose to range. It was concluded, based on previously established findings for similar reports, that the cause was use-related due to larger-than-usual carbohydrate intake rather than a device malfunction.